Event description:
It was reported that a patient presented with inappropriate low voltage output and a diagnostic anomaly noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were made. The patient was discharged. .